Manufacturer narrative:
The investigation for the priming issue has been completed. Console logs from the reported day of event were consistent with complaint and indicated that the console did not detect the pump being connected to it, after the case start wizard was initiated manually. The console kept priming for about five minutes, and did not proceed to step 4 of case start wizard. There were no attempts to re-start case start wizard. The console (aic) was returned for evaluation and was found to operate within specification, and detected a pump each time. What was described as "priming screen did not progress" was in fact a failure to detect pump connected to the console. It was most likely caused by ¿epm crystal issue¿ where a sub-circuitry of impellatronic board occasionally malfunctions. The impellatronic pca does not have any permanent damage, and this intermittent pump detection failure occurred infrequently and already had a software mitigation in place, although not resolving the issue 100% of the time - which might have been the case here. A.5 race was inadvertently omitted from the initial manufacturer device report number 1220648-2024-24959 and was added.

Event description:
The complainant reported that an automated impella controller (aic) would not advance beyond the priming screen. The aic was replaced to resolve the issue. There was no patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.